Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. The sites rt preformed multiple calibrations the ring artifact is no longer an issue. The system is fully functional and the site is going to do a weekly calibration schedule to prevent the issues from reoccurring. A system check was performed and passed. System was put back into use. No parts ordered or returned. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging spin for the navigation system was executed normally, but the images seem to have concentric rings moving from the center out to the edges of the field of view. There was no impact on patient outcome.